Event description:
The technician alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The technician found the communication cable has a loose connection. The technician tightened the communication cable connection to resolve the issue.